Event description:
It was reported by service report that the brakes could not be engaged due to broken brake pedals.

Event description:
It was reported by service report that the jack pedal was damaged. However, the jack could still be raised and lowered using an alternative pedal. Additionally, no exposed sharp edges were reported as a result of the damage.

Manufacturer narrative:
It was previously reported that the brakes could not be engaged as a result of broken pedals. However, upon completion of the investigation it was determined that that the jack pedal was damaged. This is not likely to result in serious injury or death because the jack could still be raised and lowered using an alternative pedal. Additionally, no exposed sharp edges were reported as a result of the damage.